Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6 (type of investigation findings investigation conclusions), h11. Corrected field: b7, h1, h6 (health effect impact codes). Fse reported a balloon catheter rupture in a patient one day after CABG surgery the balloon had functioned without issues during surgery and overnight during morning rounds plans were made to remove it about 10 minutes later the bedside nurse received a blood in line alarm and the pump stopped when removal was attempted the team met resistance and noted clots on the portion that exited the body the patient was taken back to surgery where the vascular team successfully removed the balloon no decon or visual inspection performed since product was not returned and could not be evaluated the photo provided by the customer confirms the failure of iab leak since there was blood observed inside of the balloon membrane. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rationale provided above no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported by customer that sensation plus 50cc had balloon rupture. The catheter could not be removed at the bedside, and the patient was taken back to surgery for balloon removal by the vascular team.

Manufacturer narrative:
The device has not been returned to the manufacturer, so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sensor cable and extracorporeal tubing was cut from the iab and not returned. A kink was observed on the catheter tubing and inner lumen approximately 64.3cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared.an underwater leak test of the balloon, catheter, y fitting and portion of extracorporeal tubing was performed and a leak was detected on the membrane approximately 11.4cm from the rear seal and measuring 2cm in length.the reported problems were most likely triggered by leaks which were found on the membrane with blood filling inside the membrane resulting in difficulty removing the iab from the patient and resulting in the large tear on the membrane. The penetration appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required